Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. (B)(4).

Event description:
An optician reported that following an intraocular lens (iol) implant procedure, a patient developed a red eye, inflammation, and the patient experienced a feeling of heavy as much as it is hard to open his eye. The patient was prescribed medication for the inflammation. Approximately 9 days postoperative, the redness has reduced and the patient is recovering.